Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. The information reported on the luer of the device (lot 0008723344) is consistent with the information in the received complaint form. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube. A twist has been found on the balloon at 54mm form the tip. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon no bubbles emerged in the water column. The balloon was inflated and observed with microscope: 2 bar: wrinkles on the balloon are visible in correspondence of the twisted point. 4 bar: wrinkles are slightly visible on the balloon. 7 bar and 14 bar: a slight twist on the guidewire lumen underneath the balloon twist has been found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An in.pact pacific balloon was prepped as per the IFU with no issues identified. No resistance was encountered when advancing the device to the lesion in the sfa and no excessive force was used. It was reported that the balloon twisted during inflation leading to inability to inflate the balloon. Another balloon was used to complete the procedure. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.